Manufacturer narrative:
There is a temporal association between the optiflux dialyzer and the itching. However, there is no documentation supporting a causal relationship between the itching and the optiflux dialyzer. Particularly since the dialyzer was changed to baxter exeltra 150 and the reported itching had reoccurred. Additionally, the patient was administered heparin during hemodialysis (hd) treatment. It is unknown if the patient has a potential heparin allergy. A temporal association with the fresenius 2008k hd machine and cramping and hypotension during hd treatment exists. The hypotension was treated with oxygen and decrease of ultrafiltration goal and the cramping was not a potential serious injury and led to temporary discomfort and administration of normal saline. There has been no allegation of product malfunction. The patient was discharged to home in stable condition and returned for the next scheduled hd treatment. The patient has continued with hd therapy. Plant investigation: the device was not returned to the manufacturer and the lot number was not provided. A definitive conclusion regarding the complaint cannot be reached without physical examination of the complaint device. A records review was conducted on 14 lots of fresenius dialyzers (catalog number 0500318e) that were identified to have been shipped to this account from (B)(6) 2016 to (B)(6) 2017. There were 3 lots identified with one approved temporary deviation notice per lot and one lot identified with one material containment hold and the lot was subsequently released. There was no non-conformance, deviation, rework, or issues with labeling or process controls which could be associated with the reported event. The records review did not reveal a probable cause for the complaint. Additionally, the dialyzer instructions for use (IFU) is included in each case of fresenius dialyzer product and cautions the user regarding reactions.

Event description:
Follow-up information with the patient¿s nurse revealed that the patient has regularly high potassium levels which is attributed to the patient¿s dietary intake. The patient has been repeatedly counseled on diet but continues to be non-compliant leading to the elevation of blood potassium level.

Manufacturer narrative:
The clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A user facility nurse reported that a patient complained of pruritis (itching) during hemodialysis (hd) therapy with the fresenius optiflux 180nre dialyzer, despite a full recirculation of normal saline (nacl) and one full liter of normal saline flushed through the dialyzer prior to the treatment. Follow-up medical treatment information was provided, which confirmed that the patient was not administered benadryl (diphenhydramine) 25mg intravenously (IV). The treatment information showed that the patient was not administered any medication regarding itching. However, it was reported that approximately half way into the patient¿s scheduled 4 hour treatment, the patient had an episode of low blood pressure (less than 100 systolic), in which the ultrafiltration (uf) goal was decreased from 3.6kg to 3.5kg and the patient was administered oxygen (o2) via nasal cannula at 2 liters (l)/min. The patient complained of cramping (unknown location) at which time the patient was administered 100 milliliters (ml) of nacl and the uf rate was set to minimum. The patient completed the scheduled hd treatment and was discharged to home in stable condition. No malfunction of the fresenius dialyzer in use during the hd treatment was alleged, observed, or identified prior to, during, or following the event. The complaint device has not been returned to the manufacturer for evaluation.